Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00353. Follow-up revealed the patient's scs system was explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00353. It was reported the patient has been receiving inadequate coverage/therapy. Reprogramming attempts have been unable to provide resolution. X-rays were taken and no anomalies were found. The patient may undergo surgical intervention.